Event description:
The customer reported that the insulin pump had a frozen display. Troubleshooting was performed, and the buttons were unresponsive. The customer stated that the battery was changed and the buttons still did not respond. The customer's recent glucose reading was 186 mg/dl. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.